Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated that the patient planned to be brought in to the clinic for evaluation and a possible lead revision. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting a high out of range pacing impedance measurement greater than 2000 ohms. To date, there have been no adverse patient effects reported.